Event description:
A customer reported experiencing a cartridge alarm 20 during the load process of their insulin pump. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support confirmed shipping details and proceeded to send a replacement pump, instructing the customer to use multiple daily injections as a backup therapy. The customer was guided on placing the pump into storage mode and was advised to return the faulty pump within 10 days using a provided return box and label.